Manufacturer narrative:
E1 initial reporter address: (B)(6). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that ten(10) minutes after starting treatment with a polyflux 170h, the patient experienced palpitations, chest tightness and discomfort. Treatment was discontinued and the bloodlines and dialyzer were replaced. A dexamethasone injection was administered and the symptoms were relieved. No additional information is available.